Manufacturer narrative:
Block e1 (initial reporter facility name): affiliated hospital of (B)(6) medical college block h6: imdrf device code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached. The suture thread was broken with signs of tension tear. The teeth and the suture hole of the ligator housing were in good condition. The handle slot did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of suture break was confirmed. Upon analysis, it was found that the suture was broken. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately. The suture tension may not have been correct causing it to rupture. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the anus during a ligation procedure performed on (B)(6) 2022. During preparation, it was noticed that the suture was "fractured." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the anus during a ligation procedure performed on (B)(6) 2022. During preparation, it was noticed that the suture was "fractured." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.